Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: latch/mechanical problem identified. 1 device: controller/mechanical problem identified. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report now summarizes 96 malfunction event(s), instead of 97.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 97 malfunction event(s), where it was reported the device experienced false engagement of handle in the upright or horizontal position. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 94 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 3 devices are pending evaluation. Evaluation results findings (components/results): 1 device: cap / mechanical problem identified; 1 device: cap; latch / mechanical problem identified; 1 device: cap; latch / mechanical problem identified; wear problem; 1 device: cap; latch / wear problem; 1 device: cap; pin; spring / wear problem; 1 device: cap; spring / mechanical problem identified; 1 device: chassis/frame; latch / wear problem; 1 device: controller; latch / wear problem; 1 device: latch / device migration; 1 device: latch / mechanical problem identified; wear problem; 2 devices: controller / wear problem; 28 devices: latch / wear problem; 3 devices: appropriate term/code not available / results pending completion of investigation; 54 devices: latch / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.